Manufacturer narrative:
(B)(4). G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 7 years post implantation due to fracture occurred at the distal tip of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Based on the images and the x-rays, the reported event was confirmed. The stem was found fractured at the distal tip. The fracture is complete and oblique, and the fracture surface appears to be consistent with a fatigue/stress-related fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed, confirming a stem fracture at the distal tip. . According to the pictures and xr provided the reported was confirmed. The fracture surface appears to be consistent with a fatigue/stress-related mechanism; however, a definitive root cause cannot be determined based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.